Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 11feb2021.

Event description:
The customer reported a ventilator was experiencing touchscreen issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse found the customer has attempted the touch screen calibration and the unit states bad touch detected. The fse advised the customer to replace the touchscreen. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened.